Event description:
Philips received a complaint on the v60 ventilator indicating that the device produced an o2 (oxygen) unavailable and high o2 supply pressure alarm. The device was reported to be outside of use at the time of the reported problem as the issue was found during pre-use check. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that they noticed a couple of o2 related alarms. The o2 not available and high o2 supply pressure failures were confirmed when the device diagnostic report (drpt) was checked and 1108 and 120a alarms were found. The high supply pressure would cause the o2 solenoid of the ventilator to close as a safety measure to the ventilator, which results in the device detecting that the o2 supply is unavailable. The customer stated that they were using an e-cylinder tank and the o2 supply was reading over 92 psi. The rse deduced that they were using the wrong type of e-cylinder tank for o2. After disconnecting the tank and using piped in o2, the o2 supply was reading 53 psi. It was found that the regulator the customer used was out of specification. The customer stated that they would complete the adjustment of the o2 regulator and reconnect the device to the e-cylinder tank. In a good faith effort (gfe) response received from the customer, it was confirmed that the out of specification regulator was replaced, and the device was tested and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.